Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the air cable from the cutter loosened letting air leak in during the vitrectomy surgery. There was no impact to the patient.